Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced incontinence, mesh erosion, infection, dyspareunia, husband reports being uncomfortable during intercourse and recurrent mesh erosion. Excisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.